Event description:
The hcp reported the patient had requested the pump be explanted. The hcp decided to titrate the medication down and turn it off for awhile to determine if the patient truely was not benefiting from the device. Within a few days of the stopped pump, the patient became unresponsive and had "cardiac issues." The patient was hospitalized in the intensive care unit. The pump was restarted and the patient was given a therapeutic bolus. Within 2 hours, the patient was reported to be okay. A follow up report will be sent when additional information is received.